Event description:
The customer reported the ventilator was alarming due to a patient circuit occlusion. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the reported complaint. The service technician replaced the blower to address the reported problem. Failure of the blower in ventilation mode could result in no ventilation during operation. Performance verification testing was completed and passed to operating specifications.